Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an off no power alert and had blank display. The customer¿s blood glucose level was 210 mg/dl. The pump shuts down. The customer did not receive a low battery alert prior to the off no power alert and continued to blank display . Troubleshooting was performed for blank display and the display started coming up. The insulin pump will not be returned for analysis.